Event description:
It was reported that a half day infusor leaked. This occurred during filling of the device. There was no patient involvement. No additional information is available. This is report 1 of 20.

Manufacturer narrative:
(B)(4). This event occurred sometime during the months of (B)(6) 2013. Device manufacture dates: october 2, 2013 - october 7, 2013. The device was returned for evaluation. Visual inspection of the device identified fluid inside the bag that contained the returned unit. During visual inspection, it was identified that the leak came from a loose blue winged luer cap; this was tightened, and the leak stopped. Functional leak testing was completed by filling the reservoir with green colored water. After fill, the blue winged luer cap was securely tightened. The device was checked the next day, and no signs of leak were observed. The evaluation confirmed the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.